Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there was dripping from the sit. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No was the leak/spill in a customer accessible location? Yes what was the fluid that leaked/spilled? Contamination of both sheath fluid & waste fluid what is the source of leak/spill? Waste or non-waste line. Both was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping.

Event description:
It was reported that while using bd facscalibur¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there was dripping from the sit. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case and there were no burning smells or odd sounds. Was the leak / spill contained within the instrument? No. Was the leak / spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Contamination of both sheath fluid and waste fluid. What is the source of leak / spill? Waste or non-waste line. Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking / dripping.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part #343202, serial # (B)(6). Problem statement: customer reported complaint of a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25jun2020 to 25jun2021. Complaint trend: there are 4 complaints related to the issue of a leakage not contained within the instrument; date range from 25jun2020 to 25jun2021. Manufacturing device history record (DHR) review: DHR part #343202 serial #(B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a clogged waste line. This tubing line is used to help aspirate waste to the waste tank, but any clogs or debris may contribute to leaks or backflow. A fse (field service engineer) came onsite to troubleshoot the issue and confirmed the leakage. They flushed all lines associated with the dcm (droplet containment module) and replaced the tubing that connects the dcm to the flowcell. No parts were requested for evaluation as tubing is not returnable and was discarded. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leakage was of biohazard, which may pose a risk of contamination, the customer confirmed that they had not come in direct skin contact with the fluid and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not increase the risk of exposure. While this instrument was being used for clinical diagnoses, the results gained during this incident were not used for patient treatment and no patients were affected in any way. Proper daily and monthly cleaning procedures can be found in the ¿maintenance¿ section of the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2002. Defective part number: work order notes: subject / reported: dripping from the sit. Problem description: dripping from the sit. Work performed: arrived on site to assist the completion of billable calibur service call (wo-(B)(4)) on serial ((B)(6)) located at state of maryland labs in baltimore, md. Attempted to troubleshoot issue / flushed all lines concerning drip containment module - replaced hosing from dcm pump back to flow cell (non-inventory part). I proceeded with the service call as per (clinical instrumentation service manual (doc # 335956 rev a may 2003). I used no parts on this call. Cause: clogged sit needle. Solution: the instrument is testing without errors and I have returned ((B)(6)) to the lab for normal use. (Panels are currently being loaded.). I used laser power meter model: coherent part #500003780 serial number (B)(6)) and heise guage- model: pte-2 part #335618 /serial (B)(6)) and digital multi-meter model: fluke 115 part #98-10248-00 serial #(B)(6) calibrated equipment furnished by bd. The current software version level that the device is running is cell quest v10. No RMA parts. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes or no. Item: droplet containment module: function: to contain droplets;potential failure mode: droplets not contained; potential effects of failure: all of the sample is; potential causes/mechanisms of failure: pump not properly sealed; current controls: n/a; recommended actions: n/a; responsible party: n/a; target completion date: n/a; actions taken: n/a; sev: 5; occ: 5; det: 1; rpn: 25. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a clogged waste line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a clogged waste line. The fse confirmed the issue and flushed the dcm. They then replaced the waste tubing connecting the dcm to the flowcell. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety.